Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the material rupture occurred due to interaction with the lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 4.0x80 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated once to 14 atmospheres for 180 seconds and ruptured. A new, same size armada 14 pta catheter was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.